Event description:
It was reported when using the bd phaseal¿ optima connector (c35-o) there was a injector loose or separation of the injector and mating component. The following information was provided by the initial reporter. The customer stated: "the phaseal optima injector disconnected from the luer lock. Reported by patient: she felt something wet on her hand and shirt. When checked by rn, found the patient holding the tubing with tip of the new bd phaseal optima injector disconnected from the luer lock. Changed the disconnected tubing and new tacro set up prepared. Assisted patient to wash hands and arms and to monitor any skin issue."

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported when using the bd phaseal¿ optima connector (c35-o) there was a injector loose or separation of the injector and mating component. The following information was provided by the initial reporter. The customer stated: "the phaseal optima injector disconnected from the luer lock. Reported by patient: she felt something wet on her hand and shirt. When checked by rn, found the patient holding the tubing with tip of the new bd phaseal optima injector disconnected from the luer lock. Changed the disconnected tubing and new tacro set up prepared. Assisted patient to wash hands and arms and to monitor any skin issue." D.1. Medical device brand name: bd phaseal¿ optima connector (c35-o). D.4. Medical device catalog #: 515070. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. D.4. Unique identifier (UDI) #: (B)(4). G.4. PMA / 510(k)#: k181221. H.4. Device manufacture date: unknown. H.6. Investigation: one photo received for investigation, one optima injector n40-o luer connected to a IV tubing and at the same time connected to an optima connector. Optima connector was luer disconnected from the y-site from the IV tubing. Based on picture received; no damages or issues were found on optima injector nor optima connector. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phaseal¿ optima injector (n40-o) there was a injector loose or separation of the injector and mating component. The following information was provided by the initial reporter. The customer stated: "the phaseal optima injector disconnected from the luer lock. Reported by patient: she felt something wet on her hand and shirt. When checked by rn, found the patient holding the tubing with tip of the new bd phaseal optima injector disconnected from the luer lock. Changed the disconnected tubing and new tacro set up prepared. Assisted patient to wash hands and arms and to monitor any skin issue."